Event description:
Information received from the field does not address the patient's clinical status but notes that ecgs revealed pauses every ten seconds. Noise was noted on the ventri- cular lead. Programming the sensitivity to 10 mv avoided the oversensing. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received